Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. A variety of methods were used to confirm the results as misidentifications. The customer stated results were not reported out so there was no report of patient impact.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. A variety of methods were used to confirm the results as misidentifications. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: customer reported results issue on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). A bd field service engineer (fse) was dispatched on site and found the camera itself is dusty. So the optical system is cleaned and calibrated and the camera is technically efficient. The device complies with bd requirements. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history is not necessary due to the age of the instrument. Service history for (B)(6) was reviewed and revealed no previous complaints related to results issue. The root cause is due to contamination of the optical system. Bd quality will continue to closely monitor for trends associated with this complaint.